Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying an unknown channel error. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 12/21/2018 to present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/21/2018 to present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was displaying an unknown channel error. There was no patient involvement.